Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited low impedance and high threshold. The lead issues were seen for the past few months. The patient experienced pacemaker syndrome. The patient presented for atrial lead revision. Insulation break was suspected. The lead was explanted and replaced on (B)(6) 2018. The patient was stable post procedure.

Manufacturer narrative:
A partial lead was returned in two pieces. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.